Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened. Final analysis revealed the user of the torque wrench was incorrectly inserted the torque wrench into the inset of the setscrew. The cause of the reported event was due to incorrect wrench insertions. No other anomalies were seen.